Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It was also reported, "the lot number (156456) is the one the complainant gave me when first discussed the issues on the unit. She thinks the catheters came from this is the lot number. No bags or packaging were kept and so cannot definitively confirm this," thus the lot number reported is not being utilized to capture this event. Should additional information become available, a follow-up report will be submitted.

Event description:
A health care professional reported the device was disconnecting from the catheter. The disconnection caused urine to leak on the bed. The period of time the device was used when this incident occurred is unknown.